Event description:
It was reported that the external programmer exhibited slow threshold testing and decrement issue, as well as failure to interrogate the patient's device. Another programmer was used for a successful interrogation. Further information was requested but not received.